Manufacturer narrative:
The reported issue that the lvp module had failed pressure sensors could not be confirmed; no product or device logs were returned for investigation. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. No further investigation of this event is possible at this time. The device is used for treatment purposes. A review of the device history record showed the device had a manufacture date of 18jun2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the customer had an 8100 which required both pressure sensors to be replaced and recalibration. There was no patient involvement.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. No device will be returned per customer.

Event description:
It was reported that the customer had an 8100 which required both pressure sensors to be replaced and recalibration. There was no patient involvement.